Event description:
It was reported that a patient presented to the hospital for a magnetic resonance imaging (MRI) scan. It was reported that post scan it was noted that the atrial lead exhibited a high capture threshold and a sensing issue. Programming changes were made and the patient was in stable condition. The patient will continue to be monitored.